Manufacturer narrative:
H11: a livanova field service technician was dispatched to the facility to carry out the preventive maintenance on the unit. The gas blender was checked and no deviation was detected, thus the unit was released back to its functions. The involved gas blender was manufactured in 2021 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Considering the results of the technical service activity, a hardware defect of the unit can be ruled out. It cannot be excluded that the reported event was caused by 1) improper hospital gas supply or 2) a missed gas blender warm-up phase.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 gas blender system. The incident occurred in coventry, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during procedure. In addition, it gave a defective module error on the hlm control panel. However, there was still gas flow and an appropriate fio2 displayed on sensor. There was no patient injury.